Manufacturer narrative:
The physical device was not returned for investigation. The case description alleges that the controller is accepting the command to deliver insulin, but the insulin is not being delivered, as well as having communication issues with pods. Cloud data tied to the user was reviewed for the period of on (B)(6) 2026. Inspection of the cloud data indicated that the user was alerted to an automated delivery restriction alert on (B)(6) 2026. Review of the patient history buffer data indicated that the system was delivering insulin at the maximum rate before the automated delivery restriction alert was generated. The system transitioned to operate in manual mode as the user acknowledged the automated delivery restriction. The system continued to operate in manual mode before eventually transitioning back to automated mode. Inspection of the patient history buffer data indicated that the count of pulses delivered for all pods used during the cloud review period of on (B)(6) 2026 increased as expected in response to programmed bolus and basal delivery. It could not be determined if a communication error had been generated by the system or if any boluses had been entered but failed to initiate and deliver to completion. Cloud data indicated that the user was alerted to an occlusion alarm with a reference code of 17-00004-00751-020 on (B)(6) 2026, prompting an alert that insulin delivery stopped. This reference code corresponds to an 0x14 occlusion alarm, indicating that a blockage was detected. It is unknown if the observed 0x14 occlusion alarm is directly linked to the reported allegation. According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the personal diabetes manager (pdm) was having issues communicating with the pod and wasn't delivering insulin as expected. The patient was trying to give a bolus, and the controller was accepting the command to deliver insulin, but the patient thought the insulin was not being delivered. The patient reported that the pdm was in automatic delivery restriction it was saying the device should be replaced. The patient's blood glucose reached greater than 300 mg/dl for two days and they were giving themselves manual insulin injections.